Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was found to have damaged thread and could not secure on to the pump. The cap contact height was found to be out of specifications. The width measured within specifications. A test cap was able to secure and was used to complete the investigation. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.